Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) developed an infection. The physician decided to remove all the components and let the patient heal. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100545150. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #:(B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Infection is acknowledged within the instructions for use (IFU) and is not related to off-label use or failure to follow instructions. A risk review was completed, and infection related symptoms are defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The reported patient symptom of infection is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.